Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use an inpact pacific to treat a lesion in the sfa. The device was prepped as per the IFU with no issues identified. No embolic protection was used. No resistance was encountered advancing the device and no excessive force was used. It was reported that when the physician attempted to inflate the balloon a twist occurred thus the balloon would not inflate. The procedure was completed using another balloon. No patient injury was reported. Please note that this device in.pact pacific pta balloon catheter is not marketed in the united states; however, the device is deemed the same as the united states marketed device in.pact admiral pta balloon catheter.

Manufacturer narrative:
Lot number and expiration date updated. Manufacture date updated. Evaluation summary: one angio image was received. This shows a non-uniform inflation of the balloon. The device was returned for analysis. A visual and a tactile inspection was carried out on the returned device. A twist was found on the balloon at 32 mm from the tip. Traces of dry blood were found on the device. No further issues were detected. The device was flushed and a 0.018¿ guide wire was advanced through the device. A purging test was performed and negative pressure was applied with a manometric syringe on the balloon. No bubbles emerged in the water column. Afterwards, the balloon was inflated at: - 2 bars: a slight change in the balloon profile was noted. Wrinkles were visible in correspondence of the twisted point. - 4 bars: the change in profile of the balloon was still slightly visible. Wrinkles were no longer visible. - 7 bars: the change in profile of the balloon was no longer visible. A twist on the guide wire lumen underneath the twisted point of the balloon was slightly detected - 14 bars: wrinkles and the change in the balloon profile were no longer visible. The twist on the guide wire lumen was slightly visible. After the inflation test, the balloon was deflated. If information is provided in the future, a supplemental report will be issued.